Event description:
It was reported that during routine check, it was discovered that the foot control device had a cut in the cord. The reporter stated that the wires were completely exposed; and that the cord was severed in two pieces. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to mishandling by allowing the cable to come in contact with a sharp object that cut all the way through the cable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.